Event description:
It was reported to resmed that the elbow flaps on an airfit f20 full face mask would not open or close. It was reported that the issue was discovered during set-up. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed includes the following statement in the airfit f20 user guide ¿the elbow, valve and vent assembly have specific safety functions. The mask should not be worn if the valve is damaged as it will not be able to perform its safety function. The elbow should be replaced if the valve is damaged, distorted or torn. The vent holes and valve should be kept clear.¿ the product was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. If more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The airfit f20 full face mask is not available for investigation. The root cause of the reported complaint is unable to be determined. Resmed includes the following statement in the airfit f20 user guide ¿ ¿the elbow, valve and vent assembly have specific safety functions. The mask should not be worn if the valve is damaged as it will not be able to perform its safety function. The elbow should be replaced if the valve is damaged, distorted or torn. The vent holes and valve should be kept clear.¿ resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the elbow flaps on an airfit f20 full face mask would not open or close. It was reported that the issue was discovered during set-up. There was no patient harm or a serious injury reported as a result of this incident.